Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on how to reset the pump, and after the reset, the error was resolved, allowing the caller to successfully start their sensor session.